Event description:
It was reported to philips that the system does not power up and there is a boot disk error on the monitor. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was down. The fse performed system troubleshooting and found boot disk error screen on the monitor. The fse powered the system off and powered it on. After the system was powered on, it was working as intended. The fse also performed the system backup. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.